Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the adhesive was peeled off due to the application of external force such as strong rubbing on the relevant part during transportation, storage, use, cleaning, etc. The adhesive deteriorated and peeled off after long-term use. As stated on the IFU (instruction for use) the user manual states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection of the device found cut on the switch button. In addition, the switch was found leaking. Further evaluation observed cut on the probe and peeling on the forcep cover glue was found. Crack was observed on the ¿a-rubber¿ glue and one (1) broken element was noted on the (ui) ultrasound image. Excessive glue on the elevator channel was noted. Based on evaluation findings the reported issue was confirmed. Cut was observed on the switch button and was leaking. The reported failure could be due to user handling or maintenance issue. If additional information becomes available this report will be supplemented accordingly following investigations.

Event description:
It was reported that the device has hole around the remote switches. There was no patient involvement on this event reported. No user injury reported.